Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed to be replaced under warranty, arranged to use replacement pump to maintain insulin delivery, and technical support confirmed shipping details.